Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to 6th most distal strut. Examination also found the proximal struts on the distal end 8-10 are lifted and pulled distally. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full length of the catheter. A visual and tactile examination also found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2016. It was reported that crossing difficulties were encountered. The 85% stenosed, 28x3.0mm target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 3.00x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.